Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm and the keypad was unresponsive. The customer did not recall any significant events leading up to this issue. Blood glucose level at the time of the incident was 284 mg/dl. Customer reported that the device had a weak battery alert also. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump powered up properly. No weak battery alarm noted during testing. All operating currents are within specifications. The insulin pump passed self-test and displacement test. No button error alarm noted. All buttons functioned properly; however, the insulin pump had corroded keypad traces. The insulin pump had cracked battery tube threads, broken reservoir tube lip, minor scratches on lcd window, cracked case at display window corners, broken belt clip slot and missing end cap sticker.